Event description:
The neotrend - l sensor was placed in 9/2002. The sensor was removed 9 days later because the hub had cracked and was leaking fluid and 1.5cc of blood. The sensor was removed without the catheter. A chest x-ray on september 29th revealed a radio-opaque mark in the right chest region. The mark appeared to be the same size as a sensor tip. Additional x-rays were performed and echocardiogram. Position of the mark was very distal right lower lobe pulmonary. The user was interviewed at a later date and stated that they did not feel excessive resistance when removing the sensor. Examination of the neotrend-l sensor confirmed that the sensor tip was missing. Expert medical opinion was sought. The opinion was that the small size and position of the sensor tip made surgical intervention unnecessary.